Manufacturer narrative:
Additional pro-code: eob. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
As per the sales rep via email, during a shoulder scope, the hd arthroscope had a dirty lens that would not come clean. The scope needs to be polished. There was no patient harm or delay. The staff mentioned it, but the surgeon did not see a big enough issue to switch out the scope during surgery. All the information has been reported at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned h3, h6: investigation summary the device was received and evaluated at the service center. The reported complaint that the device had a dirty lens could not be confirmed. However, it was found upon evaluation that the outer tube and the distal tip were damaged. The device was repaired, tested and found to be performing according to specifications. User mishandling is one possible root cause for the damage to the outer tube and and distal tip. Also improper maintenance of the device would have resulted in the dirty lens. A manufacturing record evaluation was performed for the finished device (serial number : 1381351), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H3, h4, h6: a review of the device history record device history lot a manufacturing record evaluation was performed for the finished device (serial number : 1381351), and no non-conformances were identified. Device history batch, device history review null. H11: d10: complainant part returned 9/6/2019 for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.